Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested, found to be working as intended, and put back into service.

Event description:
The customer reported that a screen was blacking out. The issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of injury or death associated with the event described in this complaint.